Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 600 mg/dl; cause was unknown. A manual injection was administered to address elevated bg level. Reportedly, the customer reverted to manual injections for insulin therapy.